Event description:
It was reported the programmer training was ineffective because the patient was still under the effects of anesthesia. Due to this, the patient was having a hard time getting the programmer to work. It was stated that the patient saw their doctor later in the day to turn the device on and the programmer showed a ¿call your doctor¿ icon. The patient programmer could not communicate with the device as well. Swelling and bandages over the implant site was noted. A power on reset condition was present. Stimulation could not be adjusted. The following day, it was noted the patient was getting the ¿no communication¿ symbol as well. It was stated that the device had been programmed prior to implant. The manufacturer representative was to meet with the patient to check the device with a clinician programmer. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: neu_ptm_prog, serial# unknown, product type: programmer. (B)(4).